Event description:
The customer initially reported that the jaws of the device were bent. Another device was used to complete the procedure without incident. There was no pt injury. The device was returned and a visual inspection revealed that the jaw tip was missing and the jaw wire was bare. The customer indicated that nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.